Event description:
After completion of endoscopy procedure and removal of scope, pt was suctioned orally with a saliva ejector. Upon removal of the saliva ejector from the mouth, it was noted that the blue top of the saliva ejector was missing. Staff unable to locate blue tip digitally in pt oral cavity. Physician present and re-sedated pt and pt re-endoscoped and blue tip noted in proximal esophagus. Physician advanced blue tip into stomach where it was retrieved with the roth net.